Manufacturer narrative:
(B)(4). Date of diagnosis: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphoma - alcl, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma - alcl, and lymphadenopathy.

Event description:
Healthcare professional reported for right side "a patient with bia-alcl confirmed by immunohistochemical examination", "increase of volume, swelling, seroma", "palpable right axillary lymph node". Histopathological markers cd30+ and alk- have been received. Device has been explanted and replaced. A diagnostic aspiration puncture was performed. Treatment: device explant, capsulectomy.